Event description:
Patient had a septic right shoulder with retained rod in right humerus which was not responding to antibiotic therapy. Arthrotomy and drainage of the right shoulder with removal of therush rod, right humerus was performed. Cultures showed staph aureus. Patient was discharged on home IV antibioticsinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: known long term complication of procedure. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.